Event description:
It was reported that the patient presented with infective endocarditis. The physician explanted the active system from the right side - including the pacemaker, right atrial (ra) lead and right ventricular (rv) lead to resolve the issue. Additionally, the physician also explanted the previously capped inactive ra and rv leads from the left side due to the endocarditis. The patient remained stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.